Event description:
Patient self tester reports having discrepant results compared to lab. Date: unknown; inratio: 0.7; inratio retest: 0.9; lab: 2.6. All results occurred within one hour.

Manufacturer narrative:
Investigation pending.